Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported by the sales rep that during a laparoscopic nephrectomy procedure, when taken out to clean the tissue pad was removed. She attempted to use after tissue pad was removed, but the generator asked that the instrument be removed. The team pulled a new device and the case was complete. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). It was reported that during a laparoscopic nephrectomy procedure, the surgeon describes the device as "too hot" when taken out to clean the tissue pad was removed. She attempted to use after tissue pad was removed, but the generator asked that the instrument be removed. The team pulled a new device and the case was complete. There were no adverse consequences for the patient. Additional information requested and received: please clarify what part of the device was hot. Was the blade hot or the sheath? Did anyone receive a burn from the hot device? If yes: who received a burn? What was the degree of the burn? How was the burn treated? Blade was hot, not the sheath. No injuries or burns.